Event description:
It was reported that when the mobile programmer application was opened the electrocardiogram (ECG) was displayed as a dotted line despite connecting the programmer base and patient connector as normal. While attempting to resolve the issue by changing out the cable, the mobile programmer application crashed to a diagnostic message. Troubleshooting steps were taken however the application still crashes to a diagnostic message upon launch. Further troubleshooting steps taken involved uninstalling and re-installing the application. The programmer base remains in use. No patient consequences were reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application crashed was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.